Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival, the customer contained the leak. The customer stated that cuvettes spilled in the belly of the system. After evaluation of the instrument and instrument data, the cse replaced the cuvette hook, and cleaned the spilled cuvettes. The cause of the delay in testing was due to a leak. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated that during a patient run, liquid from the instrument leaked on the floor and the wash 1 bottle was almost empty. The operator stated that testing was delayed due to the leak. There are no reports of patient intervention or adverse health consequences due to the delay.